Manufacturer narrative:
One photo was received for quality evaluation. Review of the photo shows that the filter leaked at its outlet vent. The customer complaint of leakage was confirmed. A root cause could not be determined because a physical sample was not available for evaluation. The issue was communicated to the supplier for future reference of any similar issues of this type, for the component. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they are seeing leaks coming from the IV set 10010454. The leak seems to be coming from the 0.2 micron filter area.